Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited a significant increase in capture threshold measurements and high thresholds. It was also noted that the ra lead exhibited under sensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times, sometimes resulting in inappropriate atrial pacing. It was further noted, that the right ventricular (rv) lead triggered multiple lead integrity alerts (lia) for high-rate, non-sustained episodes and short ventricular intervals. Additionally. Possible high thresholds were noted on the left ventricular (lv) lead. All three leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited rising thresholds and under sensing triggering device classified false ter mination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times and appears to result in inappropriate pacing. It was also reported that the right ventricular (rv) lead displayed high number of short v-v intervals and high impedance. Additionally, left ventricular (lv) lead exhibited high thresholds. Ra, rv and lv leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtma1q1 crtd, implant date: (B)(6) 2022. 407652 lead, implant date: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.